Event description:
Complainant alleged that during a routine shift check by a clinician, the devices display was distorted. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll for evaluation. The device was repaired by the distributor. The reported malfunction was isolated to the analog board. The customer received a replacement analog board.